Event description:
It was reported that the customer's insulin pump stopped delivering insulin. The customer stated that they received a notification on the insulin pump stating pump error 35. The customer's blood glucose was unknown. The customer stated that they were unable continue insulin pump therapy after receiving the alert. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.